Manufacturer narrative:
B3. Date of event: actual event date is unknown. The product was not returned; therefore, no physical analysis could be performed and there was no report of a device performance allegation during treatment. A review of the device directions for use (IFU) was performed. The IFU list hematuria and urinary retention as known risks associated with these types of procedures. There was no evidence that the device was used or handled improperly. Based on the information available, an evaluation conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that following a water vapor therapy procedure the patient experienced complications of blood clots and the need for a urinary catheter for an additional two weeks. No additional patient complications were reported. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Date of event: actual event date is unknown.

Event description:
It was reported that following a water vapor therapy procedure the patient experienced complications of blood clots and the need for a urinary catheter for an additional two weeks. No additional patient complications were reported. No further information could be obtained despite good faith efforts.